Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it was discarded by the hospital. The lateral imaging provided shows the monument spacer with its integrated bone screws located anterior and inferior to the l5-s1 disc space. It was found during revision surgery that the spacer remained in the fully reduced stated with all four bone screws blocked by their respective set screws. The exact cause of the reported issue cannot be determined as the device was not available for evaluation.

Event description:
It was reported that a monument spacer inserted at l5-s1 using an alif approach. The patient had a grade 1 spondylolisthesis. The spondylolisthesis was reduced with the monument spacer and one week post-operatively the spacer was reinforced with screws. One week following this, it was found on imaging that the monument spacer had migrated anteriorly almost fully out of the disc space. Revision surgery was performed to remove the implants.